Manufacturer narrative:
Section a2, h8: correction. Section d4 (UDI): additional information. Manufacturer's investigation conclusion: the reported event of a no external power alarm when switching from the power module to battery power was not confirmed through this analysis as no log files were submitted for review and the system controller was not returned for evaluation. Additional provided information indicated that exchanging the system controller resolved the issue. It was also stated that upon further inspection, multiple pins in the controller power cable connectors were observed to be broken, which prevented a proper connection from being made to the power source. The provided information indicated that the reported event was caused by broken pins in the system controller power cable connectors; however, the root cause of the reported event could not be conclusively determined through this analysis as the system controller was not returned for evaluation. Heartmate ii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to troubleshoot all alarms, including no external power alarms, and the actions to take if the issue does not resolve. The heartmate ii instructions for use section 3 ¿ ¿powering the system¿ and heartmate ii patient handbook section 3 ¿ ¿powering the system¿ explains the various ways to power the heartmate ii lvas, and how to properly exchange power sources. This section explains how to properly connect the power cable connectors and informs the user to align the opposite half circles inside the system controller power cables and the mating connector of a power source and firmly push the two connectors together; the user is then instructed to tighten the connector nut until secured. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. Heartmate ii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate ii patient handbook section 6 ¿ ¿equipment maintenance¿ instructs users to check the system controller¿s power cable connectors for dirt or damage and informs the user of the actions to take if damage to the controller¿s power cable connectors is observed. Heartmate ii instructions for use section f ¿ ¿safety checklists¿ and heartmate ii patient handbook section 10 ¿ ¿safety checklists¿ provide checklists to assist the patient in performing routine maintenance of the system controller power cables. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
While switching over to battery power, the patient experienced a no external power alarm. Upon further inspection of the device it was noted that multiple pins connecting the controller to batteries/power module were broken and a proper connection was not being made. The patient controller, battery clips and batteries were replaced. Since the controller exchanged, there was no further issues. No further information was reported.